Manufacturer narrative:
Concomitant medical products: 5076-45 lead; 693558 lead, implanted: (B)(6) 2017; 6996sq58 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately post replacement procedure, the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.